Manufacturer narrative:
Patient information not available for reporting. Date of device breakage reported as 2017. Date of implant/explant is not known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 2.4mm titanium variable angle locking compression plate (va-lcp) dorsal distal radius plate, intermediate column, 2 holes and unknown quantity of unknown screws on unknown date. It was noted the plate broke post-operatively on unknown date. Patient was returned to surgery it was reported that the plate broke a few weeks after implantation. Broken implant was fully removed via a second surgery. Surgery was completed successfully. Patient status reported as okay. Concomitant device reported: screw (part/lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed: product manufacture date: part number: 04.115.630 lot number: 3824319, manufacturing location: mezzovico, release to warehouse date: (B)(6) 2011, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A manufacturing investigation was performed for the subject device: as received condition of device: the part referred in the mezzovico manufacturing investigation of (B)(4) (lot 3824319) is broken at level of the va.3 hole and it has been returned not in original packaging. Information etched on product matches to complaint system and DHR. DHR review: lot 3824319 was manufactured in may 2011. All the inspections performed according to inspection sheet passed. No ncrs were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 3824319 was manufactured starting from the raw material lot#12286. The certificate of the raw material lot#12286 has been reviewed in the relative certificates it is reported that the material is conforming. Product inspection: the returned plate was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. All the measurable features pertinent to complaint condition have been found conforming to specification. The plate is broken at the level of the holes number va.3. The holes va.1 and 2 (the ones not damaged proximal to fracture line) were found conforming to specification for features that are still measurable. For these features, since the va-holes are manufactured using the same cnc program and tools (repeated features), it is possible to conclude that all variable angles holes were conforming to spec. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of nonconformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: the manufacturing investigation is disposed as confirmed due to evidence that the part is broken, but it's considered not valid from a manufacturing related standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.